Event description:
According to the operative report, the patient experienced severe aortic valve stenosis and severe 4+ mitral regurgitation with congestive heart failure. Intraoperatively, thrombus was noted on the ventricular surface of leaflets and also on the aortic side of the valve. The valve was explanted and replaced with 19aj-501. The mitral valve was also replaced at this time with 27mj-501. The patient was removed from bypass "fairly well" but was maintained on pressors and an intra-aortic balloon pump. The patient expired in 2001.